Event description:
Catheter was pulled apart by disoriented 90 yr old pt. Cath was indwelling less than 24 hrs. Pt very restless & pulling on cath for 12 hrs & finally settled down. Pt was transferred to another hosp. To have indwelling cath removed. This was performed transurethrally w/fluoroscope. The cath was not replaced and pt was able to void on his own. No other compl.